Event description:
During initial programming of a freehand system for a recently implanted pt, it was reported difficult to achieve stable coupling between the external transmit coil and the implantable receiver stimulator (irs). Coupling varied depending upon the device user's position (i.e., lying down vs. Sitting up). It is believed that the irs was implanted too deeply within the user's chest. A revision surgery to reposition the irs may be required to achieve stable coupling and system operation.